Event description:
Pt had bilateral breast implantation in 1987. Because of contracture these were removed in 1994. Capsules left in. Pt now experiencing significant pain due to calcification of capsules necessitating removal of capsules.